Event description:
Reporter stated that patient has been experiencing erratic blood glucose (values not provided) for the past 7 days. She indicated that the patient attempted to lower blood glucose, last night, by bolusing; however, his blood glucose did not decrease. No error messages were generated by the device. Patient switched to insulin injections, and his blood glucose began to decrease.